Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out with the device. Upon procedure completion the device was examined and a balloon leak was found. There was no reported patient injury. The device was used in a watchman procedure using a 17f sheath.the procedure was interventional and performed using an antegrade approach. The deployer was certified for the mynx vascular closure device (vcd). The technician believed the balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved using anon-cordis mechanical compression device. The device was stored and prepared according to the instructions for use (IFU). The sealant came completely out with the device and appeared to stick to the device. The device storage temperature did not exceed 25 °c. The balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out with the device. Upon procedure completion, the device was examined and a balloon leak was found. There was no reported patient injury. The device was used in a watchman procedure using a 17f sheath. The procedure was interventional and performed using an antegrade approach. The deployer was certified for the mynx vascular closure device (vcd). The technician believed the balloon lost pressure after being pulled to the arteriotomy/venotomy. Hemostasis was achieved using anon-cordis mechanical compression device. The device was stored and prepared according to the instructions for use (IFU). The sealant came completely out with the device and appeared to stick to the device. The device storage temperature did not exceed 25 °c. The balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device was not returned for analysis. The product history record (phr) review of lot f2532901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure¿ and ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported while in the patient. However, as the device was prepped per the IFU, access site vessel factors (the technician believed the balloon lost pressure after being pulled to the arteriotomy/venotomy) and/or concomitant device factors are likely since calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, the leak in the balloon could also result in issues during positioning of the device for sealant deployment. If the balloon was losing pressure when applying tension, the sealant could have been pulled from the arteriotomy/venotomy. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The IFU instructs in step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.